Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an insufficiently or incorrectly reprocessed endoscope, which was presumed as a deviation of the reprocessing method from the instruction manual. This then presumably led to foreign material entering and clogging the air/water channel. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). The subject events can be detected and prevented by implementing in accordance with the below IFU: instructions, reprocessing manual, chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿ section 5.5 ¿manually cleaning the endoscope and accessories¿, chapter 8 ¿storage and disposal¿, and instructions, operation manual for oer-6 chapter 4 ¿basic endoscope reprocessing operations¿, then inspect that debris is removed, especially on the opening section of the air/water nozzle and the surface of the objective lens. If any debris remains, clean the endoscope until no debris is observed. We also suggest the user check the handling environment such as thorough rinsing, removal of water remained in the channel after cleaning, and drying. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: due to wear of angle wire, bending angle in the upward direction did not meet the standard value; scope-connector was dirty due to water leakage; image guide protector was damaged; adhesive on bending section cover (a-rubber) had a crack/chip; adhesive on bending section cover (a-rubber) had white-clouded area; plastic distal end cover (c-cover) had a dent; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the colonovideoscope exhibited reduced angulation. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the nozzle was clogged with foreign material, which had been attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.